Event description:
Caller reported blood glucose results of 489 mg/dl on aviva system 1, 112 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. Aviva system 1 strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is aviva system 1, medwatch with (B)(6) is aviva system 2. Absent the device lot number, manufacture date cannot be determined. Device strips not available for return.